Event description:
Explanting physician reported, left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and one opening assessed as surgical damage. As per the investigation procedure, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d3, d9, g1, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.

Event description:
The device has been explanted.